Event description:
Customer's daughter states that the customer had a hypoglycemic incident and attempted to test on her aviva meter, but was unable to obtain a reading due to an error message. Customer was home alone at bedtime when she felt hypoglycemic symptom of dizziness. Customer fell in the kitchen, but was able to crawl to the bedroom to call her daughter. Customer then became unconscious. Daughter arrived and attempted to test the customer on the aviva meter, but obtained an error. Customer regained consciousness and daughter gave her ice cream. Customer was able to consume the ice cream. Daughter attempted to retest the customer but continually received the error message. Customer feels tired. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.